Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 32x3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 32 x 3.00 promus premier drug-eluting stent was selected for use; however, during advancement, the stent struts were lifted. The device was removed as a whole all together. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.